Event description:
Drive devilbiss healthcare was notified of an incident involving a wheelchair by an end user's husband, who stated that the end user "fell out of chair backwards and bumped her head," causing her to sustain injury for which she is receiving physical therapy. The end user's husband also reported that upon inspection at some point, the seat upholstery was ripped and chair handle was bent. The end user declined to return the product for inspection. Drive will file an update if additional information becomes available.